Event description:
The MFR rep reported the pt underwent total device system explant due to infection. The pt had their pump implanted in 2006. Eighteen days later, the pump had flipped in the pocket so the pt underwent revision. The pocket was opened and excessive amounts of fluid were noted. The pump was repositioned and the incision closed. Seventeen days later, the pump and catheter were both explanted due to infection. The pump and catheter were sent to pathology to be studied and cultured, but no results were available at the time of this report.